Event description:
The pt underwent cataract surgery with intraocular lens implantation. It was reported that approximately two weeks post-op the pt presented with infection and vision decreased from 20/60 to hand motion. Hypopyon with 4 plus cells and fibrin were noted on slit lamp examination. Vitreous tap cultures were performed and the results identified streptococcus mitus, streptococcus oralis. The pt was treated with intravitreal antibiotic injections. This report is for the pt's right eye (od). Pt's most current vision (both uncorrected and corrected) was reported as hand movements. Pt's prognosis was described as 'stable, recovering but poor visual outcome expected". Reference MDR # 1119279-2013-00339 for the deliver device used during the original cataract surgery. Reference MDR # 1119279-2013-00340 for the viscoelastic used during the original cataract surgery.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.